Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a mast tlif at l4-5 using a 25x10mm vertebral body spacer and rhbmp-2/acs used with autograft and supplemented with posterior fixation instrumentation. In response to left l5 distribution pain and numbness, approx 6.5 months post-op, in 2005, a surgical intervention was performed to remove heterotopic bone compromising the distal portion of the l5 nerve root and slightly compromising the proximal s1 nerve root. Signs of a maturing l4-5 arthrodesis were noted at the time of revision. Gelfoam was used as a hemostatic agent during the revision.